Event description:
A remstar auto a-flex device was returned to a third-partys service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation, the service center performed a visual inspection and found visible foam particle contamination inside the blower assembly, consistent with blower foam degradation. The blower foam was incomplete, and additional dust contamination was noted, evidence of cigarette smoke contamination was also observed. The error log revealed codes e053 (err_comp_log_sem_timeout), e050 (err_daily_values_corrupt), and e063 (err_stuck_knob_key). As a result, the device was scrapped.